Manufacturer narrative:
The device was received for evaluation. During functional testing, a false air in line were reproduced and verified through a review of the event history log. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of calibration ultrasonic sensor. The upstream sensor assembly requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed false air in line. This occurred during volume accuracy testing at the biomed service department. There was no patient involvement. No additional information is available.